Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced failed battery test, off no power, unexpected restart and external ram crc error. The customer's blood glucose reading was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer did not receive low battery alert prior to off no power. The product was not returned for analysis.